Event description:
Complainant alleged that during biomed testing, the device inappropriately displayed a "release button" message. Zoll medical corp has not received the product for eval nad this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corp has not received the product for eval nad this complaint is still under investigation.